Manufacturer narrative:
We have now concluded our investigation into this complaint. The returned pico device was passed to our experts for analysis. This analysis found that the device was not functional due to liquid contamination present on the circuit board, the origin of which could not be determined, however, prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation.. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Foreign zip code "(B)(6)".

Event description:
It was reported that the pump is flashing green ¿ok¿ but no suction as the dressing was not compressed/firm at all. If detach pump from dressing to test, the pump does not show leakage light even when it is not connected to anything. Pump has been put on since 11/6 and problem arised on 14/6.